Event description:
A review of service data detected a reportable event. During servicing, battery pack sn (B)(4) was unable to power up a test monitor. The last patient to use this battery did not report any deficiencies.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. As received, the battery pack was unable to power up a test monitor. Upon further evaluation, corrosion was discovered on the battery cells. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective battery. The last patient to use this battery pack did not report any problems.